Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 2 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Possible models could include: 4968, 4965, 6996sq, 6931, 4023, 4068. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: coronary artery compression from epicardial leads: more common than we think. Heart rhythm 2018;15:1439¿1447. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding epicardial lead placement. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports one patient presented to the hospital with sudden death secondary to cardiac strangulation from an epicardial pacing system. The aim of the study was to determine the incidence of coronary artery compression from epicardial leads. The article noted patients with coronary artery compression experienced symptoms of chest pain with troponin leak and fatigue. Multiple patients required repositioning of the lead. The current status of the leads is unknown. No further patient complications have been reported as a result of this event.